Event description:
Patient was present in sleep lab during summer 2021 for a titration sleep study. The following evening, the patient contacted sleep lab and stated the patient did not feel well and had been coughing all day and the patient's throat was bothering the patient. Supervisor was contacted and I advised patient to reach out to the physician and/or go to urgent care or ER for treatment. Equipment used during the study was immediately removed from use, clinical engineering was notified, work order was entered. (B)(6) machine is part of a volunteer recall by the manufacturer. Patient was notified about recall by medical director before sleep study, patient consented verbally to using the recall device and conversation was documented in (B)(6) record in a telephone note. Device is currently located in the clinical engineering department.